Manufacturer narrative:
Conclusion: it was reported that the controller ac adapter was not providing power to the controller. The controller ac adapter was not returned for evaluation. The reported event could not be confirmed. Review of the manufacturing documentation could not be performed since the serial number of the device was not provided. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the inability of the controller ac adapter to provide power may be attributed, but not limited to, an open fuse, a faulty internal component and/or due to an open circuit along the output cable. The device, however, was not available for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller ac adapter was not providing power to the controller. The adapter was exchanged. No patient complications have been reported as a result of this event.